Manufacturer narrative:
Method: complaint history analysis, mfg record rev., and visual inspection. Results: complaint history analysis: first report of this type of failure. Mfg record rev: no discrepancies found that could be related to this issue. Inspection: rod was still attached to the connector with the setscrews heavily tightened down. Both hex setscrews confirmed stripped. Conclusion: the damage was caused by an overload to the female hex end while driving down the setscrews. When the surgeon attempted to adjust the rod, he could not loosen the set screws and therefore had to replace the clamp and rod to complete the surgery. The rod and clap were replaced in the same surgery successfully, extending it greater than 30 mins. This is the first report of this event occurring to date with this product.

Event description:
It was reported that, "rod was placed into slot, set screw tightened down. Physician needed to loosen screw in order to reposition screw, was unable to get screw loosened. Stripped out. Could not use either the connector or the rod after that."